Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of (B)(4) confirmed a bent cuff lock arm. Mlp-019879 was returned with the pump cable severed approximately 9¿ from the pump housing. The remaining portion of the pump cable and modular cable was not returned. The sealed outflow graft and graft attachment were returned attached to the pump cover outlet port. The sealed outflow graft bend relief was returned secured to the graft attachment hardware. The apical cuff was returned secured by the cuff lock. Visual inspection of the cuff lock revealed that one of the locking arms appeared to be bent. One of the locking arms was biased outside of the lockout position, while the other locking arm appeared to be in the correct position. An overlay of the cuff lock with its drawing confirmed that one of the locking arms was bent out of specification. Review of manufacturing documentation, which includes measurements, functional testing, and visual inspection of the cuff lock for bend arms found no deviations in manufacturing or quality assurance specifications. Due to the damage to the cuff lock, the pump was unable to be reassembled with an apical cuff in place. The locking arm that was bent outwards away from the inflow cannula did not slide into the grooves that would normally allow for locking. The evaluation could not conclusively determine when or how the locking arms became bent out of specification, however, applying a high load to the cuff lock during connection has the potential to cause a permanent deformation of the locking arms. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The retrieved log files captured temperature, rotor displacement, and rotor noise values all remaining stable throughout the captured data. The log files appeared to capture the pump functioning as intended. The relevant sections of the device history records for mlp-019879 and cuff lock, batch number 7140626 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2020. Heartmate 3 lvas IFU is currently available. Section 5 entitled ¿surgical procedures¿, provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The device returned for evaluation after the patient underwent a routine heart transplant.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported during evaluation of mlp-019879, a bent cuff lock was identified.